Event description:
It was reported that pump displayed multiple malfunction alarm malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.